Event description:
It was reported that the customer passed away. The cause of her death was reported as a massive heart attack. It was stated that the customer passed away while she was taken to the hospital. The customer was not wearing the insulin pump at time of death. It was stated that the customer's blood glucose was running high previous going to the hospital. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.